Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Advanced medical solutions ltd (ams) received complaint on (B)(6) 2019 from the distributor acelity/kci. Silvercel antimicrobial alginate dressing was ordered from the wound care clinic at (B)(6) hospital (B)(6) and placed upon the patients wound, which was a wound underneath the skin. The dressing had been cut into small pieces and pushed through the hole with an IV catheter straw underneath the skin. Surgeon retrieved hard plastic from the hole. Due to the issue patient received two additional surgeries. The complaint stated the event occurred in the united states. A mother submitted the complaint to acelity/kci on (B)(6) 2019 on behalf of her child. Ams has requested additional information.